Event description:
Information was received indicating that during pre-test, a smiths medical cadd legacy plus pump failed upstream occlusion. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Investigation completed on a smith medical ambulatory infusion pumps/cadd legacy plus pumps - 6500. Physical visual appearance of device revealed a battery cover missing. Battery compartment missing, along with chips in the front and back of housing. Event log revealed alarms, however when duplicating event running in user mode the ' upstream occlusion." Was not duplicated or verified. Unknown cause of event. Action was taken for preventative meassure to replace the upstream sensor. Standard periodic maintenance was performed.

Event description:
Investigation completed and will be filed.